Event description:
Boston scientific received information that the patient with this right ventricular lead and implantable cardioverter defibrillator (ICD) underwent a routine device change out procedure. When the chronic right ventricular (rv) lead was connected to the new ICD the shocking lead impedance (sli) in triad configuration was greater than 125 ohms. When programmed distal coil to can, the sli was 90 ohms. The local boston scientific field representative reported that trouble-shooting was performed without resolution of the out of range impedance measurement in triad configuration. The device was programmed with a shocking vector of distal coil to can. There were no adverse patient effects. The system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.